Event description:
A physician reported that the hoarse noise was observed from the cutter. Although there was aspiration, the cutting efficency of the cutter was very low during vitrectomy surgery. The surgery was completed on the same day after replacing the vitrectomy cutter. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).